Event description:
It was reported when a patient was admitted to the hospital for congestive heart failure symptoms, unrelated to device. Upon interrogation, variation in capture threshold and impedance were observed. Also, episodes with alert conditions were noted due possible output circuit damage. Due to patient condition, an intervention was not performed. No further information is available.